Manufacturer narrative:
Device evaluation confirmed reported issue of shaft frosting. Further evaluation determined a vacuum sleeve failure caused the shaft frosting.

Event description:
About 7 minutes into the first freeze the doctor noticed the patient had a cold ring about the size of a quarter on the skin where the probe was going through the skin. The ring was watched and the procedure was completed without any further issues.